Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump passed displacement test. However pump alarmed motor error during basic occlusion test due to moisture damage to the home switch noted.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm and reservoir was leaking. No harm requiring medical intervention was reported. Customer stated that drive support cap was normal. Customer stated that insulin pump was exposed to moisture. Customer declined to troubleshooting for moisture damage. Customer was able to complete insulin pump rewind. The device will not be returned for analysis.